Event description:
The surgeon reported via the sales rep that they could not insert a lag screw during a procedure. It was further reported that the lag screw was removed and it was found that the threads in the screw have stripped and the end of the screw has snapped off. It was further reported that another unit was used to complete the procedure with no adverse consequences.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.